Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00394 and 3006705815-2022-00396. It was reported the patient was unable to place their ipg system into MRI mode. Later, diagnostics discovered one of the lead is shifted causing impedance. As a result, surgical intervention may take place to address the issue. It is unknown which lead is related to the issue. Therefore, both leads are being reported.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced with a new system resolving the issue. Reportedly, patient has good coverage and is doing well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.